Event description:
After treatment with cosmoplast in the oral commissures, the patient presented with pain in the corners of the mouth, side of the jaw, in the ears, and the neck. Patient also presented with lymph node swelling and erythema in the oral commissures. The physician noted topical desonate gel and oral prednisone, zyzal, and cipro were prescribed to manage the symptoms.

Manufacturer narrative:
Device evaluation summary: we have reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint.